Event description:
A customer reported that their pump issued an alarm during the pumping process. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, indicating the issue was unresolved. As a result, technical support decided to replace the pump, confirmed that it was under warranty, and ensured the customer understood how to put the malfunctioning pump into storage mode before returning it. The customer acknowledged the instructions and will return the pump using a pre-paid label while utilizing multiple daily injections (mdi) as backup insulin therapy.